Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a penumbra system red 62 reperfusion catheter (red62), a neuron max 6f 088 long sheath (neuron max), and a guidewire. During the procedure, the physician advanced the neuron max into the proximal internal carotid artery (ica). The physician then advanced the red62 to the target location. It was reported that the guidewire was being advanced simultaneously into the velocity as the velocity was being advanced into the red62. While advancing the velocity into the red62, the velocity broke near the hub. Therefore, the velocity was removed and not used for the remainder of the procedure. The procedure was completed using a new velocity, the same red62, and the same neuron max resulting in thrombolysis in cerebral infarction (tici) grade 3. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on (B)(6)2023 1. Section b. Box 5. Describe event or problem evaluation of the returned velocity confirmed that the catheter was fractured near the hub. If the velocity is advanced against resistance, damage such as a kink and subsequent fracture may occur. Based on the reported complaint, resistance was not mentioned. Therefore, the root cause could not be determined. Further evaluation revealed multiple fractures along the catheter shaft. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a penumbra system red 62 reperfusion catheter (red62), a neuron max 6f 088 long sheath (neuron max), and a guidewire. During the procedure, the physician advanced the neuron max into the proximal internal carotid artery (ica). The physician then advanced the red62 to the target location. It was reported that the guidewire was being advanced simultaneously into the velocity as the velocity was being advanced into the red62. While advancing the velocity into the red62, the velocity broke near the hub. Therefore, the velocity was removed and not used for the remainder of the procedure. The procedure was completed using a new velocity and the same red62 resulting in thrombolysis in cerebral infarction (tici) grade 3. There was no report of an adverse effect to the patient.